Manufacturer narrative:
(B)(4). Device evaluation: result - a sample has not been returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined. If a sample is received after this time, the device will be investigated and a supplemental report will be filed.

Event description:
It was reported that following phlebotomy, the safety guard of the suspect device fell off the needle while attempting to activate and the clinician was scratched by the tip of the needle. The clinician reportedly followed all procedures properly but the guard was not securely on the needle. It is unknown if any medical interventions were performed on either the clinician or source patient.